Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this patient received an inappropriate shock recently during running. Remote monitoring data noted that there were lots of premature ventricular contraction (pvc) which were double detected and raised the heart rate for the subcutaneous implantable cardioverter defibrillator (s-ICD) heart rate calculation. The patient has had two untreated episodes in the secondary sensing vector due to myopotentials and has been seen in the hospital in (B)(6) 2024 for troubleshooting. At that time there was reported noise in the primary and secondary sensing vector, and the alternate sensing vector was the better one regarding noise/oversensing. Recent x-ray taken showed that the device placement was high and the shock vector was not optimal. The episodes after the inappropriate shock were noisy and when attempting to reproduce the noise it was not possible to reproduce noise in any of the sensing vectors. The patient reported falling after the shock. Similar noise was not reproduced with patient movements and isometrics and pocket manipulation, and the testing did rule out a possible fractured electrode or connection issue at the header. The physician raised the shock zone and extended the smart charge. The patient was under medication for premature ventricular contraction (pvc)s. The patient will need to undergo a stress test and have a new template acquired during the efforts. The physician will arrange a stress test for the patient and reach out for additional assistance. No adverse patient effects were reported. The sicd remains implanted. Additional information provided from the field indicated this s-ICD delivered another inappropriate shock due to oversensing of premature ventricular contraction (pvc). The s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock recently during running. Remote monitoring data noted that there were lots of premature ventricular contraction (pvc) which were double detected and raised the heart rate for the subcutaneous implantable cardioverter defibrillator (s-ICD) heart rate calculation. The patient has had two untreated episodes in the secondary sensing vector due to myopotentials and has been seen in the hospital in june 2024 for troubleshooting. At that time there was reported noise in the primary and secondary sensing vector, and the alternate sensing vector was the better one regarding noise/oversensing. Recent x-ray taken showed that the device placement was high and the shock vector was not optimal. The episodes after the inappropriate shock were noisy and when attempting to reproduce the noise it was not possible to reproduced noise in any of the sensing vectors. The patient reported falling after the shock. Similar noise was not reproduced with patient movements and isometrics and pocket manipulation, and the testing did rule out a possible fractured electrode or connection issue at the header. The physician raised the shock zone and extended the smart charge. The patient was under medication for premature ventricular contraction (pvc)s. The patient will need to undergo a stress test and have a new template acquired during the efforts. The physician will arrange a stress test for the patient and reach out for additional assistance. No adverse patient effects were reported. The sicd remains implanted.

Event description:
It was reported that this patient received an inappropriate shock recently during running. Remote monitoring data noted that there were lots of premature ventricular contraction (pvc) which were double detected and raised the heart rate for the subcutaneous implantable cardioverter defibrillator (s-ICD) heart rate calculation. The patient has had two untreated episodes in the secondary sensing vector due to myopotentials and has been seen in the hospital in (B)(6) 2024 for troubleshooting. At that time there was reported noise in the primary and secondary sensing vector, and the alternate sensing vector was the better one regarding noise/oversensing. Recent x-ray taken showed that the device placement was high and the shock vector was not optimal. The episodes after the inappropriate shock were noisy and when attempting to reproduce the noise it was not possible to reproduced noise in any of the sensing vectors. The patient reported falling after the shock. Similar noise was not reproduced with patient movements and isometrics and pocket manipulation, and the testing did rule out a possible fractured electrode or connection issue at the header. The physician raised the shock zone and extended the smart charge. The patient was under medication for premature ventricular contraction (pvc)s. The patient will need to undergo a stress test and have a new template acquired during the efforts. The physician will arrange a stress test for the patient and reach out for additional assistance. No adverse patient effects were reported. The sicd remains implanted. Additional information provided from the field indicated this s-ICD delivered another inappropriate shock due to oversensing of premature ventricular contraction (pvc). The s-ICD remains in service and no additional adverse patient effects were reported.